Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced stress incontinence, abdominal pain, urinary retention, pelvic pain and dyspareunia following the procedure. It was reported that the patient also experienced voiding dysfunction, vaginal discomfort, constipation, hip pain, urinary tract infections, fibromyalgia, urgency and bladder discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 11/20/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.